Event description:
During a call, the first autopulse li-ion battery (sn unknown) completely discharged within 30 seconds of use. This battery is normally stored in the autopulse platform and left partially ejected. The charger and batteries are typically left on the ambulance connected to shoreline power for charging. The customer believes everything was functioning correctly before the ambulance was disconnected from shoreline power and that the second battery (sn unknown) and third battery (sn unknown) were completely non-functional shortly after departure, despite the close distance to the call. No further information was provided. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery 1 of 3 for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.